Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 04/10/2018 medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2017 to address pain, swelling and tibial loosening. The surgeon noted that underneath the tibial tray was fibrinous debris consistent with component loosening. Depuy cement was utilized. Unknown interface. The patella was not revised. Doi: (B)(6) 2015; dor: (B)(6) 2017 (right knee).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.